Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife blade presented through the inner package sponge protector upon opening the product. The user experienced an injury upon making contact with the exposed blade tip. Additional information has been requested. Additional information received confirmed that the cut was treated with cleaning and bandage, but no sutures were required.

Manufacturer narrative:
No actual device sample was received by manufacturing for evaluation therefore, the condition of the product could not be verified. However, two photos of the complaint device were received and reviewed by manufacturing which showed a cutting instrument in an open blister with the blade projecting straight up and not encased within the protective foam sheath. No lot number was identified with this complaint therefore, lot specific device history record and complaint history reviews could not be conducted. Because the actual device sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The supplied photos showed the cutting instrument blade projecting straight up and not encased within the protective foam sheath however this condition could not occur in the manufacturing process as the blade orientation would prevent the placement of the tyvek and the sealing step from occurring. It appears that the blade was withdrawn from the foam sheath and then incorrectly reinserted for sample return. It could not be determined how the injury occurred while opening the package. (B)(4).